Event description:
The report received from the affiliate indicated when the physician opened the sterile package of the brite tip sheath; the tip of the cannula was confirmed to be kinked. Upon receipt of the device for analysis, the distal tip was frayed. Therefore, it was exchanged for new one. The procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
The report received from the affiliate indicated when the physician opened the sterile package of the 6f brite tip catheter sheath introducer (csi), the tip of the cannula was confirmed to be kinked. The procedure was successfully completed with another device. There was no reported patient injury. Upon receipt of the device for analysis, the distal tip was noted to be frayed. A non-sterile 6f brite tip sheath cannula component and a non-sterile vessel dilator inserted into the cannula were received coiled in a plastic bag. At a glance, the csi cannula component tip was damaged. No other anomalies were found. Sem analysis was performed on the csi cannula tip damaged area, and the results showed that the surface of the tip crack exhibited evidence of elongations and marks that could be induced by a sharp tool. This condition could be observed at the external and internal surfaces of the crack. There is no evidence of tool marks in the rest of the tip area and there was no visual evidence of any chemical degradation in the material. As additional investigation the csi catheters manufacturing process was reviewed and there were no tools, equipment or product handling that could cause frayed/split/ crack or other type of damages on the csi catheters. In addition, the csi catheters are inspected during manufacturing process for any type of damage; also, several inspections are performed through all the csi catheters assembly process operations. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer ¿endovascular vascular access-cannula-kinked/bent-prior to use¿ was not confirmed since neither kinks nor bends were found; however, a split/ frayed/cracked condition on the tip of the cannula were observed. The exact cause of the damage condition found on the brite tip sheath csi tip cannula could not be conclusively determined during the analysis. Analysis results and DHR review results do not suggest that this damage is related to the manufacturing process. Procedural factors, handling and storage process may contribute to the failure as reported. No corrective or preventive actions will be taken at this time, given that the reported failures do not appear to be related to the manufacturing process.